Event description:
A 4.0mm diameter by 30mm length s670 stent delivery system was inserted for treatment of a 95% lesion in the right coronary artery. The lesion was pre-dilated with a 3.0mm by 30mm length ptca balloon. It was not possible for the stent to cross the target lesion, therefore it was removed. Upon removal of the stent delivery system, the stent reportedly "hung up on something" and dislodged in the proximal right coronary artery. It was reported that there was some calcium at the lesion site. Subsequently, a 1.5mm ptca balloon was inserted into the undeployed stent and inflated to expand the stent. The balloon was removed and a 4.0mm ptca balloon was inserted and inflated to an unknown pressure to fully deploy the stent. After the deployment of the stent, a dissection was present which was successfully treated with the insertion of two add'l s670 stents. The pt was reported to be fine post procedure and there was no add'l clinical sequelae reported related to the event. The balloon inflation pressures used to deploy the stent are unknown, therefore unable to determine if it contributed to the dissection. The calcified lesion and no 1:1 pre-dilatation prior to stent insertion likely contributed to the stent dislodgement.